Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with minor scratched to the display window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose dropped to 29 mg/dl. The customer treated with candy and a glass of milk. The drive support cap appeared normal and recessed. She reported that the programming is accurate. The reservoir showed less insulin than was shown on the status screen. The insulin pump passed the self test and the displacement test. She stated that the insulin pump had not worked correctly since the insulin pump was in a medical facility. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.